Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump currently shut off and had cracked on battery compartment lip. The customer¿s blood glucose was 345 mg/dl, went to bolus and saw that the screen was off. The customer was assisted with troubleshooting. Customer states they put in a new battery and after battery change insulin pump had battery out limit alarm. Customer reports they were able to clear the alarm. Customer states the batteries were not out of insulin pump greater than duration allowed by the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No failed battery test alarm and no blank display anomaly noted during test. Device received with cracked battery tube threads.